Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy. The results of >8.0inr on (B)(6) 2018 alleged by the customer was not observed in the meter¿s patient result memory.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's daughter stated they received questionable results from coaguchek xs meter serial number (B)(4). At 4:40 pm, the result was >8.0 inr. At 4:45 pm, the result was 4.7 inr. There was no allegation of an adverse event. The therapeutic range was 3.0 to 3.5 inr. The customer was not anemic, was not polycythemic, had no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, no additional illness, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 353503) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.